Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to use the scs sys for some time. Follow up identified the physician explanted and replaced the receiver. It was reported the pt rec'd therapy postoperative.